Event description:
It was reported that the patient had an aortic valve replacement and coronary artery bypass graft, and atrial and ventricular pacing wires were placed intraoperatively. It was noted that the patient's blood pressure dropped and the atrial pacing rate of the external pulse generator (epg) was set to eighty beats per minute. However, the monitor was showing a heart rate of fifty-eight with no capture. The patient's blood pressure and heart rate dropped further and the patient became symptomatic. The sensitivity of the epg was increased but there was no change in failure to sense activity. The patient was assisted back to bed where blood pressure improved. The epg and pacing cables were changed with no change in failure to capture and sense. It was later determined that the epg was working as designed and remains in use. No further patient complications have been reported as a result of this event.